Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failures alarm during self-test. The customer¿s blood glucose level was 95 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer stated that self-test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.